Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient's statements were inconsistent. On (B)(6) 2024, the patient stated that the pump was working great and there were no complaints. On (B)(6) 2024, there was a normal dye study performed to evaluate catheter placement and function and the dye study was normal.

Manufacturer narrative:
Continuation of d10: product ID: 8780 serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-oct-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving bupivacaine (n/a mg/ml at n/a mg/day) and dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that they had an issue with the pump "several months back" and the physician was not able to understand why the patient was having "so much pain." The patient stated that the physician performed an ultrasound, examined the pump, and discovered that the catheter was blocked. The physician tried many times to get the catheter unblocked and told the patient that if they did not get it unblocked, the patient would be headed for emergency surgery. The physician was able to get the catheter unblocked but the medication from being blocked went into the patient's system. The patient went home and later that day "felt terrible" because they were overdosed. The patient went back to the physician office and cut the medication by 50 percent which "threw" the patient in withdrawals. The patient ended up in the hospital for 2 to 3 days and the hospital doctor was confident that the patient's symptomswere not going to get any worse. The patient stated, "I didn't think I was going to make it" since then the patient has "had nothing but problems" with their pump.